Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker oversensed the minute ventilation signal on the right ventricular (rv) channel. The oversensing led to pacing inhibition but did not lead to any periods of asystole greater than two seconds in duration. Slight fluctuations in right atrial (ra) and rv impedances were also observed, but the impedances were never out of range. The patient has been scheduled for a clinic visit to turn off the minute ventilation signal. The ra and rv leads are competitor products. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker oversensed the minute ventilation signal of the right ventricular (rv) channel. The oversensing led to pacing inhibition but did not lead to any periods of asystole greater than two seconds in duration. Slight fluctuations in right atrial (ra) and rv impedances were also observed, but the impedances were never out of range. The patient has been scheduled for a clinic visit to turn off the minute ventilation signal. The ra and rv leads are competitor products. This implantable pacemaker remains in service. No adverse patient effects were reported. Additional information received indicates the lead safety switch (lss) on this implantable pacemaker was turned off on the ra lead due to a known issue, however, the lss still activated and switched from bipolar to unipolar. Technical services (ts) indicated this could be possible due to the order in which the lss was tuned off and the bipolar mode was restored. In addition, it was noted that this device recorded a lss on january 8th, 2018 due to an rv pacing impedance high out of range. Further advise was provided by ts regarding troubleshooting options and possible causes. The device system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pacemaker oversensed the minute ventilation signal of the right ventricular (rv) channel. The oversensing led to pacing inhibition but did not lead to any periods of asystole greater than two seconds in duration. Slight fluctuations in right atrial (ra) and rv impedances were also observed, but the impedances were never out of range. The patient has been scheduled for a clinic visit to turn off the minute ventilation signal. The ra and rv leads are competitor products. This implantable pacemaker remains in service. No adverse patient effects were reported. Additional information received indicates the lead safety switch (lss) on this implantable pacemaker was turned off on the ra lead due to a known issue, however, the lss still activated and switched from bipolar to unipolar. Technical services (ts) indicated this could be possible due to the order in which the lss was turned off and the bipolar mode was restored. In addition, it was noted that this device recorded a lss on january 8th, 2018 due to an rv pacing impedance high out of range. Further advise was provided by ts regarding troubleshooting options and possible causes. The device system remains in service. No adverse patient effects were reported. Additional information regarding ts review indicates that during the patient's follow up on august 5th, 2021, the atrial lead was reprogrammed to bipolar configuration. In addition, it appears the lss was kept on as five days later there was another lss, which was turned off on september, 2021. Ts also provided further troubleshooting recommendations and programming options. The device system remains in service. No adverse patient effects were reported.